Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, stained end cap sticker, and cracked reservoir tube.

Event description:
Customer reported via phone call that the insulin pump has a crack on the screen and customer is unable to read the display. It was sated that the customer was at work and turned around and the insulin pump swung and hit a metal drum which caused the crack on the screen. Blood glucose value was 57 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.